Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d4: the device serial/lot number are currently unknown. Therefore, the device UDI is currently unknown. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Please note that this report, ((B)(4)) was received through FDA¿s medsun program.

Event description:
It was reported via report number (B)(4), received through FDA¿s medsun program, that during a total hip revision orthopedic surgical procedure it was observed that the tip of the burr device broke off when the surgeon was trying to create space for a screw. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in october of 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. This report is being submitted at the request of the FDA as it was determined that related medical device report (MDR) 0900040000-2024-8003 which identified the same event was not included in the corresponding block h10 in the initial report. This follow-up report is being submitted to fill in that missing information in h10 block.